Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV, anxiety-product/procedure, pain, malposition, headache-ndr, malaise-ndr, varied-injuries-ndr.

Event description:
Patient reported left side "exchange due to patient¿s concerns with the product plus pain, anxiety, headaches (not device related), fatigue (not device related), and hair loss (varied-injuries-ndr)." Healthcare professional later reported malposition, and capsular contracture baker grade iii/IV. Device remains implanted.